Event description:
Caller reported that pump button was not working. There was no adverse impact to the customer's blood glucose level. The customer was advised by technical support to tap the pump button, check led lights during charging, and ultimately had the pump replaced. The customer will use multiple daily injections as backup therapy to ensure continued insulin delivery.